Manufacturer narrative:
The device was returned and the complaint was able to be confirmed. The tip of the device was found to be fractured where it meets the device shaft. A visual evaluation identified no apparent evidence of a fracture initiation point. Some evidence of circular patterned striations at the fracture site indicate the fracture occurred during rotation following the application of a high torque load and a relatively low amount of cycles. No photographs of the tip were provided for evaluation and no information on the associated torque handle was provided. Based on the information obtained the root cause of the reported event cannot be determined, but may be the result of a excessive torque being applied through a torque handle operating out if it's calibrated range. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...."

Event description:
During a procedure on the l5/s spinal levels while final tightening at left l5, the tip of the final lock screw driver broke off in the lock screw. The fractured tip could not be retrieved and as a result the tip was retained in the patient. No further patient impact was reported.